Event description:
Event description boston scientific received information that a patient with this implantable cardioverter defibrillator (ICD) reported hearing tones emitted from the device. It is reported that at follow up three months ago, the monitoring voltage was 2.91v. The charge time is unknown. Boston scientific received subsequent information that this device was explanted. There is a concern that the battery depleted earlier than expected.